Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after getting up during treatment and going to the bathroom, it was noted that the patient disconnected from the system at the stay safer connector. The patient stopped treatment. The patient went to the clinic the next morning not knowing if there was possible exposure to something and patient informed the pdrn about the disconnection incident. The pdrn helped the patient to drain manually and gave some antibiotics (no hospitalization needed). There was no indication of harm or adverse event. The patient disposed of the cycler set to the trash, therefore, there is no sample available to be returned. The patient has been able to complete all treatments since then.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that after getting up during treatment and going to the bathroom, it was noted that the patient disconnected from the system at the stay safer connector. The patient stopped treatment. The patient went to the clinic the next morning not knowing if there was possible exposure to something and patient informed the pdrn about the disconnection incident. The pdrn helped the patient to drain manually and gave some antibiotics (no hospitalization needed). There was no indication of harm or adverse event. The patient disposed of the cycler set to the trash, therefore, there is no sample available to be returned. The patient has been able to complete all treatments since then.